Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown saline device. (B)(4)

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with mentor saline implants on (B)(6) 2014 reported the following: "started to develop alopecia along with 30+ other autoimmune disease symptoms, but all blood work comes back normal every time. Sick every day with 30+ symptoms and no diagnosis. Only (B)(6) y/0. The only thing that changed in my life is getting new breast implants. " no date of explantation was reported. No device issue, such as deflation, was reported. The root cause of the patient's issues is unclear. No contact information was provided, therefore no follow up can be completed and there is no additional information available. This report is for the right implant.